Event description:
A customer contacted beckman coulter (bec) reporting a leak coming for the cartridge chemistry (cc) sample probe in the unicel dxc 800 pro synchron chemistry analyzer. The leak was approximately 2 cubic centimeters (ccs) of diluted wash solution and was contained within the unit. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous patient results were generated in connection to this event.

Manufacturer narrative:
Bec customer technical support (cts) used remote desktop system (rds) to determine the failure. Bec cts advised the customer to press the stop button on the instrument and home the instrument again then prime the cc sample probe. The customer verified that there was little to no vacuum at the wash collar. The customer removed the wash collar vacuum line and found no obstruction in the line or at the wash collar port. Cts suspected that the wash collar vacuum valve needs to be replaced. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the wash collar vacuum valve, primed cc sample probe 5 times and noticed a small seepage from the connection between the wash solution supply line and the wash collar of the cc sample probe. Upon closer observation it appeared that the line was deteriorated and becoming loose and brittle. The fse trimmed off the deteriorated portion of the tubing and reconnected it to the wash collar. Prime the probe again with no further leaks observed. (B)(4).